Event description:
This MDR is being filed in response to the pt's report that the sensor overheated, shocked the pt ("buzzing" that was disturbing but not painful), and caused burn. The pt had the sensor attached to her shoulder with an electrode. She described the burn as initially being red. The second day, it started turning white and has pus. She reported having a blister that has not popped. No medical intervention was sought, and no medication or products were used for healing. Although, the device has not yet been returned for interrogation, the pt sent in a photograph of the burn, which was used in the classification of the complaint as an MDR.

Manufacturer narrative:
As of (B)(6) 2011, the pt has not returned the device to lifewatch. Upon receipt, preliminary testing shall be performed on the device, and it shall be shipped to the MFR for further evaluation. Associated accessory device: act cell phone monitor, model # com001, serial # (B)(4).